Event description:
A malfunction was reported by the customer but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and it was successfully reset without recurrence of the malfunction code. The customer was able to continue using the pump and was advised to contact support again if the issue reappeared.